Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshoot was performed. Customer blood glucose reading was 160 mg/dl. Customer was advised time and setting were retained. Customer troubleshooting was performed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer also reported signal blank display. Insulin pump display did not returned after inserting new battery. The incident occurred while waking up. Customer was advised to continue using the insulin pump until replacement arrived. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected unexpected alarm alarm after change battery noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.